Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. Sections b,4, g3, g6, h2, h6 impact code and clinical code, and h10 of this report has been updated. After clinical review of information received from the reporting site for this event, a supplemental MDR is being submitted to retract the previously reported adverse events. After investigation it was found no myocardial infarction had occurred. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in china, regarding a sapien 3 valve, in the aortic position by transfemoral approach. Postoperative examination of the subject reported elevated levels of troponin and lactate dehydrogenase. And it was assessed that the patient had a postoperative myocardial injury. No actions were taken.